Event description:
On 01/18/2008 the sales rep reported that during an anterior cervical procedure, the surgeon was inserting the screw into plate and the secure ring detached from the plate and fixed itself on the screw. The surgeon intervened and explanted the screw leaving the plate in with five screws instead of six. There was no report of injury to the pt.

Manufacturer narrative:
The product was not explanted and will not be returned. Eval is pending.